Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker iii.

Event description:
Healthcare professional reported "right capsular contracture baker grade iii." Device remains implanted. Right side.

Event description:
Healthcare professional reported "right side rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on anterior side assessed as fold flaw opening capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: stress mark observed. Creases were observed. Wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "right capsular contracture baker grade iii." Healthcare professional reported "right side rupture. Device has been explanted.